Event description:
It was reported the entire image of subject device turned purple when the power was turned on. This issue occurred during inspection for use before the patient room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device (r-unit). The universal cable interior was broken. A root cause could not be identified. Based on the results of the investigation, the reported event by the customer is caused by a defective r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.